Event description:
A healthcare provider reported that the patient had their implantable neurostimulator (ins) explanted on (B)(6) 2016. It is unknown as to why the ins was removed. It was reported that the patient had an unrelated MRI. It was reported that the patient had switched health care professional (hcp)s. The second hcp had explanted the implantable neurostimulator (ins). The patient went to a 3rd hcp who felt that the ins had not required an explant. On (B)(6) 2016, the patient reported via a manufacturer representative that the leads were still left in her body after the ins explant. The patient was referred to another neurosurgeon for lead explant. The issue was not resolved at the time of the report. There were no patient symptoms reported. Follow-up has been attempted to determine the cause of the explant, but no further information was received at this time. If additional information is received, the event will be updated. The patient was implanted for spinal pain. Additional information received from the health care professional (hcp) reported that there was device-related pain due to therapy failure. The patient had started to experience the issues in 2015. The patient had pain and off-target paresthesia. Reprogramming was done to troubleshoot. The cause that led to the removal was reported to be unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.